Manufacturer narrative:
(B)(4). Evaluation, conclusion: (iliac diameter less than 8 mm).

Event description:
A endurant aui stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately 5cm in diameter. The patient had a metal stent in the right common iliac from a previous procedure. The right common iliac diameter measured 7-8mm in diameter with mild tortuosity. It was reported that during the index procedure, the device was inserted into the patient and deployed however, the distal end of the aui did not open very wide. It appears that upon placing the sheath into the aorta, the endurant aui delivery system must have picked up the metal stent because it was no longer in the right common iliac. The physician then placed a 10x37 cast stent in the narrowing and post dilated it with a 12 and 14 balloon resolving the event. No additional clinical sequelae were reported and the patient is fine.